Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump touch screen became shattered upon impact with a door. Additionally, the pump touch screen was no longer functional due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.